Event description:
The pt was cardioverted twice using quik-combo pacing/defibrillation/ECG electrodes. Reportedly when an attempt was later made to cardiovert the pt using standard paddles the defibrillator would not charge. Unspecified operator actions were completed and the pt successfully cardioverted. The pt was released that same day.